Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, multiple cables were cut which damaged internal wires. The cause of the code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged cable and wires. The root cause of the damaged cables and wires is physical abuse. There was no death or adverse event associated with the electrode belt malfunction.

Event description:
On 05/04/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's device displayed a service code 204.